Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): the UDI is unknown because the part number and lot number was not provided. The xience prox is currently not commercially available in the u.s. However, it is similar to a device sold in the us. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. The additional unk xience pro device referenced is being filed under a separate medwatch report.

Event description:
It was reported that during the procedure to treat heavily calcified lesions in the proximal and distal areas of the right coronary artery (rca), an unspecified xience pro x drug-eluting stent (des) was implanted in the proximal lesion. An attempt was made to advance a 2nd unspecified xience pro x des system through the 1st implanted xience pro x stent, however, this device failed to cross and the stent of the 2nd xience pro x dislodged. The des balloon of the 2nd xience pro x was re-inserted into its dislodged stent and the stent was able to be deployed in the distal target lesion successfully. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.